Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. No motor error alarm was noted during testing and the insulin pump passed the motor test. The insulin pump was received with cracked battery tube threads, and minor scratches on the display window.

Event description:
The customer's parent called and reported that the insulin pump alarmed motor error, then no delivery. Customer's blood glucose was 411 mg/dl, which was treated with an insulin bolus. The insulin pump was neither dropped nor exposed to moisture or a strong magnetic field. The customer was able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. Troubleshooting for the no delivery was declined, due to motor error issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.